Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to stylet would not advance to the tip of the lead around five inches sticking out. This rv lead was replaced with the same model, not implanted and was returned for analysis. No adverse patient effects were reported. Additional information received which indicates that the suture sleeve was tied too tight by the physician and broke through the suture sleeve which caused damaged in the insulation of the lead. This rv lead was returned for analysis.